Event description:
The perfusionist (ccp) called the field svc rep (fsr) and reported the pump lid was falling off the roller pump on the perfusion sys. The device was not changed out. There is no specific date, time or occurrences of the issue which can happen at any time the sys is used. This complaint has no reports of any delay, or impact to a case due to this issue. No harm has been reported.

Manufacturer narrative:
This complaint is related to the following MDR #'s: 1828100-2015-00041, 1828100-2015-00042, 1828100-2015-00043, 1828100-2015-00044, 1828100-2015-00045, 1828100-2015-00046, 1828100-2015-00048, 1828100-2015-00049, 1828100-2015-00050, 1828100-2015-00051, 1828100-2015-00053. The field svc rep (fsr) plans to replace the pump hinges in february 2015 on the next preventive maintenance (pm) cycle.